Event description:
It was reported that a novum iq large volume pump was not infusing the secondary bag; further described as "not feeding secondary bag". This was observed during pump use; however, patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.